Event description:
Surgeon was operating the drill. A black substance believed to be oil was noted on drill burr. Oil appeared to be coming out of drill sleeve attachment and hand piece. Drill was removed from procedure at this time.